Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt presented to the hospital with dark urine. Lab tests indicated that the pt was having hemolysis. The pt received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.